Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter's back-to-back blood glucose tests resulted in readings of 125, 189 and 172 mg/dl. Reporter was not experiencing any symptoms. Reporter not cleaning meter regularly, nor did he have any control solution.